Manufacturer narrative:
Per the customer, the sample was collected in a plastic bd serum tube with a gel separator. The customer centrifuges samples for ten minutes at 3600 rpm at room temperature. The sample was aliquoted to and analyzed from a 2 ml sample cup. Per the customer supplied qc charts, all three levels of hlh qc were within the customer's established ranges prior to and after the event. A field service engineer (fse) was dispatched on site: performed preventative maintenance (pm) on the analyzer. Cleaned the wash carousel of heavy deposits caused by a major spill. Although hardware issues were addressed by the fse, a definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a higher than expected hlh (h-luteinizing hormone) result for one patient that did not match other testing performed by the access 2 immunoassay system. Subsequent testing produced results in a lower clinical category that better matched the patient's clinical presentation. The patient's results were reported outside the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.